Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305106 batch#: 3055902 verbatim: rcc received a complaint via email. Email(s) attached. Reported issue: needle will not allow anything to pass through. Injuries or adverse event: no

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle will not allow anything to pass through. To aid in the investigation, three samples and one photo was provided for evaluation by our quality team. One sample came in a sealed packaging blister and two samples came with no packaging blisters or any other identification. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. The needle in the sealed package expelled the solution with a normal flow. The two samples that came with no packaging did not expel the solution; these needles are clogged. The photo provided shows the samples received. It could be possible for this condition to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3055902. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of condition during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.